Event description:
Event description guidant received information that this right ventricular lead was exhibiting impedance measurements greater than 2500 in bipolar mode and greater than 2500 in unipolar mode. Therefore, the lead was removed from service and successfully replaced.